Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient called to report "swelling" around pacemaker device, "lumpy", and "needle sticking" sensation areas. Felt like there was "lead on the chest" and "numb on left side at times for about (B)(6). The device remains in use. No patient complications have been reported as a result of this event.